Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was in emergency room due to diabetic ketoacidosis. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was treated with fluids till they got the ketones out. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.